Event description:
The manufacturer received information alleging the screen of the trilogy evo, japan device suddenly turned red, and the alarm could not be silenced for reset (ventilator inoperative alarm) while in patient use. The screen cannot be operated, and the device cannot be shut down. The patient was removed from the ventilator and manually ventilated until another visiting caregiver arrived to set up the patient's standby ventilator. "Although they performed ambu bagging, there was no occurrence of patient harm such as a drop in the spo2." There was no harm or injury reported. The trilogy evo, japan device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician attempted to review the device's event log, but it was impossible to download, so it could not be reviewed. It was determined that the issue was due to a malfunction of the system board. Therefore, the device's system board was replaced, and confirmed that the device started up properly and the issue was resolved. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.